Event description:
The customer reported that an event occurred in which 750 mg vancomycin in 250 ml secondary medication backflowed into the primary bag. There was no pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.